Event description:
Additional information: litigation papers allege the patient suffered chronic pain and discomfort in her hip that made it increasingly painful for her to walk, stand, and move her leg and a frequent clicking noise. Litigation papers also allege a loosening, rotation, and disengagement of the acetabular cup.

Event description:
Litigation papers allege the patient experienced pain and discomfort in his right hip.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.